Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. Programming changes were made and external equipment was exchanged; however, it did not resolve the issue. Troubleshooting revealed the device is non-functioning, lock could not be established with the pt's internal device. Revision surgery is under consideration.